Event description:
Customer reportedly rec'd result of 365 mg/dl on the advantage sys and 132 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips have been discarded. Replacement was sent.